Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from spain, it was a case of an implant of a 29mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the procedure, no resistance was felt during the insertion of the commander, but a little 'jump' was felt while crossing the tip of the esheath+. The valve was successfully deployed and the commander was removed without difficulties. However, it was observed on fluoro that the c-marker remained inside the femoral artery. It was decided to remove the esheath+ and carefully watch the c-marker, which was then located in the popliteal artery. 2 shots of contrast were done and the flow in the popliteal artery was good, as well as the c-marker was stable. It was decided to not perform any intervention and the procedure ended. The patient was noted as to be stable after the procedure. As per evaluation of the provided pictures, the liner was fully delaminated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Imagery was provided and the following was observed: calcification present in the access vessels, the liner appears delaminated, and the c-marker band is detached from the esheath and remains in the access vessel. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on evaluation of the provided imagery. Procedural factors such as withdrawal of a delivery system with an altered balloon profile or non-coaxial alignment between the devices can lead to the system to catch onto the sheath liner and lead to sheath liner delamination. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. However, due to insufficient information, a definite root cause is unable to be determined at this time. The complaint for system components separate during use was confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (device manipulation) may have cause or contributed to c-marker separation. C-marker band separation can occur when excessive manipulation is applied to overcome withdrawal difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.